Event description:
Healthcare professional reported 'left implant defective'. Device was explanted and replaced with non-allergan brand.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: defective implant.

Event description:
Healthcare professional reported 'left implant defective'. The device was explanted and replaced with non-allergan brand.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/21/2024.

Event description:
Healthcare professional reported 'left implant defective'. Device was explanted and replaced with non-allergan brand.